Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
New information received states that the physician explanted and replaced the device. The patient was stable during and after the procedure.

Manufacturer narrative:
Premature depletion was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The voltage drop seen in the device image is consistent with excessive charging. Longevity analysis found the battery depletion to be normal.